Event description:
Reference number (B)(4). Event occurred in the united arab emirates it was reported that the patient faced an event on (B)(6) 2025 where packaging was not sealed properly, misshaped or sterile packaging was not intact. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country:united arab emirates.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-08362), was submitted on 08-may-2025. Upon completion of the investigation, the manufacturing date was updated as 09-jul-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001790, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6001790". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6001790 was manufactured according to the work instruction (wi) version 76 and packaging in the multivac m08 on 09-jul-2023, with a total of (B)(4) units. An log23-104 for components mixed in packaging on the process. Test results: no photo and physical sample were provided. Conclusion summary of complaint investigation: as a result of the following: one log was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.